Event description:
The customer alleged an ongoing issue with questionable results for ion selective electrode (ise) sodium when testing was performed on the cobas c501 system. The customer reported a discrepant sodium result on one patient. The initial sodium, run from an aliquot cup produced by a modular pre- analytics system, was 150 mmol/l and was reported outside the laboratory. The results were questioned by the nurse and physician. The test was repeated on the original sample tube on another c501, serial number (B)(4), with a sodium of 141 mmol/l. The sodium electrode lot number was i11. When asked if the patient was adversely affected by the event, the customer stated he did not have access to that information. The field service representative determined the event was caused by the rinse unit adjustment. He adjusted the rinse level and the ise probe bath. The customer performed calibration and quality controls, which were good.